Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer, via a patient support program, concerned an 67-year-old male patient of unknown origin. Medical history included hepatitis c, hepatitis b and diabetes since an unknown date in 2007. The concomitant medications included tramadol, chlordiazepoxide, clidinium bromide, silybum marianum and lactulose administered for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humalog 70/30) injections, from a cartridge, beginning on (B)(6) 2022, via a reusable pen humapen ergo ii, beginning since an unknown date, 40 units in morning and 30 units at night, twice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% therapy, he lost consciousness and was taken to hospital after investigation. It was reported that he had liver cancer and metastatic stomach and was hospitalized because of it. On an unknown date, he also experienced high blood glucose level and hypertension and was hospitalized for ten days because of it (units, values, date and reference range not provided). It was reported that his blood glucose was high as his humapen did not release full dose (lot. No, unknown, pc no. 6088290). It was reported that his nervous system was weak as he was a long-term diabetic and high blood glucose lead him to fall suddenly if/when he walked in street. At the hospital, his health care professional informed that he was in end stages of cancer and his organ function would be interrupted. Corrective treatment involved unspecified ten intravenous solutions administered for high blood glucose level and hypertension. Further information regarding corrective treatment was unknown. Outcome of high blood glucose was recovering and was unknown for remaining events. The status of human insulin isophane suspension 70%/human insulin 30% therapy was discontinued on (B)(6) 2022 due to unspecified reason. The operator of the humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen model duration of use was unknown. The action taken with suspect humapen was unknown and was available for return. The reporting consumer did not consider the events liver cancer, stomach cancer, blood glucose increased related with human insulin isophane suspension 70%/human insulin 30% therapy and did not provide relatedness of remaining events with human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer considered blood glucose increased and accidental under dose related with humapen ergo ii device issue and did not provide relatedness of remaining events with humapen ergo ii. Edit 09sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer, via a patient support program, concerned an 67-year-old male patient of unknown origin. Medical history included hepatitis c, hepatitis b and diabetes since an unknown date in 2007. The concomitant medications included tramadol, chlordiazepoxide, clidinium bromide, silybum marianum and lactulose administered for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humalog 70/30) injections, from a cartridge, beginning on (B)(6) 2022, via a reusable pen humapen ergo ii, beginning since an unknown date, 40 units in morning and 30 units at night, twice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% therapy, he lost consciousness and was taken to hospital after investigation. It was reported that he had liver cancer and metastatic stomach and was hospitalized because of it. On an unknown date, he also experienced high blood glucose level and hypertension and was hospitalized for ten days because of it (units, values, date and reference range not provided). It was reported that his blood glucose was high as his humapen did not release full dose (lot. No, unknown, pc no. (B)(4)). It was reported that his nervous system was weak as he was a long-term diabetic and high blood glucose lead him to fall suddenly if/when he walked in street. At the hospital, his health care professional informed that he was in end stages of cancer and his organ function would be interrupted. Corrective treatment involved unspecified ten intravenous solutions administered for high blood glucose level and hypertension. Further information regarding corrective treatment was unknown. Outcome of high blood glucose was recovering and was unknown for remaining events. The status of human insulin isophane suspension 70%/human insulin 30% therapy was discontinued on (B)(6) 2022 due to unspecified reason. The operator of the humapen ergo ii was unknown and his/her training status was not provided. The general and suspect humapen model duration of use was unknown. The action taken with suspect humapen was unknown and was not returned to manufacturer. The reporting consumer did not consider the events liver cancer, stomach cancer, blood glucose increased related with human insulin isophane suspension 70%/human insulin 30% therapy and did not provide relatedness of remaining events with human insulin isophane suspension 70%/human insulin 30% therapy. The reporting consumer considered blood glucose increased and accidental under dose related with humapen ergo ii device issue and did not provide relatedness of remaining events with humapen ergo ii. Edit 09sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 27sep2022: additional information received on 26sep2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with unknown lot number of humapen ergo ii. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 27sep2022 in the b.5. Field. No further follow-up is planned. Evaluation summary the reporter stated her father's humapen ergo ii did not release the full dose. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.